Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found a segment of the conductor wire had become dislodged and was exposed on the outside of the yaw pulley. The wire insulation was not damaged. The instrument passed electrical continuity testing. The exposed conductor wire was a result of a broken yaw pulley on the right side. A large piece of the yaw pulley was missing at the assembly. The missing piece was not returned with the instrument. The damage may have likely been a result or mishandling/ misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported exposed conductor wire if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to a da vinci surgical procedure, it was noted that a wire came out of the end of the permanent cautery hook instrument. A loose cable was noted as well. No missing or fallen pieces were reported.